Event description:
It was reported that this lead was explanted due to high pacing thresholds. No additional adverse patient effects were reported. Should the lead be returned this investigation will be updated.